Event description:
It is reported that the device was implanted in 2006, post-op, the pt experienced pain and stiffness 15 months after surgery. The pt went from 120 degrees flexion to 70 degrees. A revision surgery occurred in 2008.

Manufacturer narrative:
Eval summary: cause cannot be definitively determined. No product was returned. Review of the device history records was also not possible as the product and/or lot number required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.